Event description:
It was reported that the patient was hospitalized; the patient experienced withdrawal. The patient had been hospitalized 5 times in the last 6 weeks. The patient was on oral medication. The following symptoms were reported: return of pancreatic pain, return of fibromyalgia pain and difficulty walking. The patient had intentionally lost 100 pounds. The patient was in the process of switching to a different hcp. The plan was to discharge the patient to the hcp's office to remove drug and refill with saline, then transfer to another facility for "detox". The pump contained morphine, clonidine and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).